Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for atypical femoral diaphyseal fractures by using a locking compression plate (lcp). The patient was taking the bisphosphonate for a long time, and the medullary cavity was quite small. As the surgeon thought that it was not possible for the nail to be inserted, he decided to implant the lcp plate. On (B)(6) 2020, it was confirmed that the lcp plate had been broken. On (B)(6) 2020, revision surgery was performed to remove the lcp plates and implant broad lcp plate and narrow lcp plate each. The reason why he used two plates (broad and narrow) was because the patient had a low capability of bone union and bone fixation needed to be secured. Concomitant device: screws (part/lot unknown, quantity unknown). This report is for a locking compression plate. This is report 1 of 1 for (B)(4).